Manufacturer narrative:
The issue of the no image was identified to be the cable that came from the wall into the device hanging loose. The connector that is attached to the device was separated from the cable. The field service engineer (fse) was asked to come on site and do the repair the cabling connection. Fse fixed the broken sdi connector. Equipment was repaired and verified according to other equipment manufacture instructions. The device will not be returned. Supplemental report(s) will be submitted when any additional information is available.

Event description:
As reported for this event, there was no image on the monitor with sdi no sync message. There is no reported harm or adverse impact to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon was caused by a broken serial digital interface cable to the cv-190 video processor. There was no malfunction associated with the monitor. As stated in section 6.1 troubleshooting guide of the instructions for use, the event can be detected and resolved: "malfunction: no image. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select an appropriate terminal."

Event description:
Olympus received a response the customer on (B)(6) 2021. The customer confirmed the event took place during preparation for use with no patient involvement.